Manufacturer narrative:
Isi has not received the foreign body for evaluation. The site provided isi with 3 photos of the foreign body. An isi failure analysis (fa) engineer evaluated the 3 photos and confirmed that the foreign body was a fragment from a stapler sheath. The circulator indicated that one of the photos shows the foreign body adjacent to a new, unused stapler sheath and the stapler 45 instrument that was used during the surgical procedure. The circulator confirmed that the stapler sheath, that was installed on the stapler 45 instrument, was intact at the end of the procedure. Based on the current information provided, isi has not determined the root cause of how or why a fragment from a stapler sheath fell inside the patient. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. During the surgical procedure, a single stapler 45 instrument (part #470298-12, lot #t10180912-0013) was used to fire seven stapler 45 reloads. During the 5th install, 11 incomplete clamps with a blue stapler 45 reload installed were identified before the 12th clamp was completed and subsequent firing was completed. During the 6th install, one incomplete clamp with a blue stapler 45 reload installed was identified. It appeared as though the instrument was removed while clamped as there was no corresponding unclamp event. During the 7th install, seven incomplete clamps with a blue stapler 45 reload installed were identified before the 8th clamp was completed and subsequent firing was completed. Based on the current information provided, this complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. Although no patient harm occurred, if this alleged malfunction were to recur it could cause or contribute to an adverse event. At this time, it is unknown what caused the fragment from the stapler sheath to fall inside the patient.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a fragment from a stapler sheath was found inside the patient. The surgical staff was able to retrieve the fragment during the same surgical procedure. The surgical staff also performed a cholangiogram to make sure no other fragments remained inside the patient. There was no report of a patient injury. On 05/16/2019, intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and the following additional information regarding the reported event was obtained: she was not present during the reported event. However, prior to the start of the surgical procedure, the robotics coordinator provided the first scrub tech with a stapler sheath. She had opened the package and watched the first scrub tech install the stapler sheath. The robotics coordinator stated that at that time, the stapler sheath appeared complete and intact. During the surgical procedure, the first scrub tech was relieved by a second scrub tech. Later during the case, the second scrub tech was relieved by a third scrub tech. The robotics coordinator did not know if second or third scrub techs used another stapler sheath during the case. There were no reports from the surgical staff that the stapler 45 instrument had any issues. However, after the foreign fragment was identified and retrieved, the surgical staff stopped using the stapler 45 instrument during the case. The robotics coordinator stated that the stapler 45 instrument has been used in subsequent cases with no reported issues. The robotics coordinator was going to check with the second and third scrub techs to find out if more than one stapler sheath was used during the case. On 05/22/2019, isi contacted the site¿s or manager, and also a circulator who was present during the entire da vinci-assisted surgical procedure. The or manager and circulator confirmed that only one robotic stapler instrument and one stapler sheath were used during the surgical procedure. The circulator stated that during the transitions from one scrub tech to another, the surgical staff performed counts and verified each time that there was only one stapler sheath present. The circulator confirmed that the instruments and cannulas were inspected prior to the start of the surgical procedure and no issues were identified. The circulator also confirmed that after the event occurred, the stapler 45 instrument was inspected with the stapler sheath installed. No issues were identified with the instrument or stapler sheath which she indicated was complete and intact. The surgical staff retrieved the foreign body and compared it to a new, unused stapler sheath. The site concluded that the foreign body was likely from a stapler sheath. They surgical staff did not find any additional foreign bodies inside the patient. The patient had not undergone any previous da vinci-assisted surgical procedures before the event occurred.